Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 6.00mm x 2.0cm x 135cm peripheral cutting balloon¿ was selected for use. During the procedure, pre dilatation was performed using this device; however, the balloon ruptured at 6 atmospheres during the first inflation. Then, after confirming via fluoroscopy that the patient was not harmed, the device was pulled out from the patient's body. No patient complications were reported and patient's condition was stable.